Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully performed a pump reset, resolving the issue without the error code reappearing.